Event description:
The laser gave an error "out of range" when the footpedal was pressed. The power was cycled and the same error was posted when the doctor pressed the footpedal to activate the laser. The case was then aborted. There was no patient consequence.